Manufacturer narrative:
Palussiere, jean et al. ¿percutaneous lung thermal ablation of non-surgical clinical n0 non-small cell lung cancer: results of eight years' experience in 87 patients from two centers.¿ cardiovascular interventional radiology (2015) 38:160¿166 device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
Reported via journal article. It was reported via journal article that 29 days post radiofrequency ablation (rfa) procedures a patient expired due to respiratory and multivisceral failure as a result of the procedure.